Manufacturer narrative:
(B)(4). The customer reported that a monitor dropped off the mounting plate. No pt harm was reported. The customer suspected mp2 was not mounted properly. The sales manager was on site the next day and found a damaged cable which was replaced next day. It is confirmed that it was not properly mounted by the hospital clinic personal. No indication of a defective mounting solution, or any other mechanical defect contributing to the drop, was provided. It was not expressed as an unexpected drop. Please note that this device failure is considered a physical damage most consistent with improper user handling and therefore not a malfunction of design or labeling; we will consider this as due to use outside normal and expected. Device labeling (IFU) adequately describes mounting of this monitor. Additionally, the available info from this report does not support that this failure represents a systemic, design, or labeling problem. The repaired product/replacement product remains at the customer site. No further investigation or action is warranted.

Event description:
The customer reported that a monitor dropped off the mounting plate. No pt harm was reported.